Event description:
During index procedure, physician attempted to implant a 2.75 x 12 mm resolute integrity rx device. It is reported that the device was removed from the vessel because it would not cross, the lesion reported as very tight and calcified. The lesion was then pre-dilated but it was noted that upon prepping the device to go back inside the lesion, the stent had slipped off the balloon. The physician used another resolute integrity stent that was able to cross and was implanted successfully.

Manufacturer narrative:
Evaluation, results: (inherent risk of procedure) - failure to deliver the stent; (no results available since no evaluation was performed) - no device or procedural images have been provided for review; (patient's condition affected the effectiveness of device) - lesion morphology, very tight calcified lesion. Conclusions: (inherent risk of procedure) - failure to deliver the stent; (unable to confirm complaint) - no device or procedural images have not been provided for review; (device failure/lack of effectiveness related to patient condition) - lesion morphology, very tight and calcified lesion. (B)(4).